Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had battery charging malfunction. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue the customer experienced. Performed battery function depleting and recharging the battery while on site performing pm. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.